Event description:
It was reported that the unit is not adjusting up to temp and has a burning smell. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with the micro switch for the filter holder assembly taped down with electrical tape. The back panel was removed and not put back on correctly. The back panel was missing the three screws that fasten the air detector bracket to the tower. The back panel was situated over the air detector bracket instead of underneath the bracket per manufacturing instructions. The return tube has a crack in it as well. One of the door sensor keys on the air detector was broken slightly and the mount block assembly was worn. The customer stated problem was duplicated. Only performed preventative maintenance and re-calibrated device. Replaced a door sensor key that was broken and mount block assembly on the air detector for preventative maintenance because it was worn. Replaced o-rings and the return tube for preventative maintenance. Didn't experience a burning smell but the "old style/design" heaters give off a smell when you first turn on the device until it goes away after device runs for a few minutes. The cause of the reported problem was traced to the user manipulation of the device. A manufacturing DHR (device history review) was not performed because the device is beyond a year from its manufacture date of 2016 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).